Manufacturer narrative:
An event of an amplatzer vascular plug ii migration was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, a 22mm amplatzer vascular plug ii was selected for implant. During the procedure, the device kept migrating to the aorta. The prosthesis was removed and an amplatzer vascular plug I was successfully implanted instead. When the patient became conscious, it was noted that she had suffered a right side cerebrovascular accident. The physician stated that the event may have been caused by the patient's history of heparin induced thrombocytopenia, activated clotting time levels and the maneuvering of the device. Medication was administered to the patient, and is reported to be recovering.